Event description:
It was reported that during a colectomy, the device did not fire correctly and had an inconsistent staple line. Staples did not form correctly - unsure of what shape the staples were formed in. No pt consequence.